Event description:
I've had many health issues since I had my mentor high profile gel smooth silicone implants. My health is declining each year with issues I've never had before. I was always healthy and now I have blurry vision, eyes that hurt, itch and have changed from white to grayish tint. My thyroid is not functioning properly and I have been diagnosed with hypothyroidism. I have extreme fatigue and was just diagnosed with adrenal fatigue. My right breast has deep burning stabbing pain coming from the back of my shoulder blade piercing through my breast. I have experienced ocular migraines which I have never in my life even heard about it. I have gained weight that I continue to fight even though I eat healthy and have never fought my weight. Every year I gain more and more weight even though I do everything I can to lose it. I have had ibs which I never know when that will flare up. I have lost any ambition and anxiety weighs me down when there shouldn't even be a reason to being anxious. I have a metal taste in my mouth, my hair has broken off along with dry skin and hair. I've aged rapidly the last 7 years and I feel like an 80 y/o woman. What I was told to believe was that my implants were the safest kind because of it being made of gel and can't leak into the body. I believe this was a lie that I believed and trust it to be a safe product. Now it's been thousands of women all having the same symptoms which there is no way that we could all be making this up. Why would we want to spend thousands of dollars for implants only to take out that would cost more money and make us deformed in the process? Please take implants off the market. They are causing harm and this should not be allowed. FDA safety report ID# (B)(4).